Manufacturer narrative:
Concomitant medical products: product ID 977a275 serial# (B)(6) implanted: (B)(6) 2015, product type lead product ID 977a275 serial# (B)(6). Implanted: (B)(6) 2015, product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the cause of the issue was unknown and it was noted that they only had two contacts within normal limits which were being used. The patient was scheduling a lead replacement consultation with their doctor and the issue was not yet resolved.

Manufacturer narrative:
Analysis of the implantable neurostimulator (B)(6) found it was functionally okay with insignificant anomalies. Analysis of the electrical stimulation leads (B)(6) found that the lead body conductor was broken at the anchor site. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient felt a surge of energy down her left arm and then could not feel stim after that. She stated this happened approximately 3-4 weeks ago. Pt states she turned stim off at this time and left it off until the visit with the rep. She denies any falls or lifting any heavy items. An impedance check was completed and found contacts 2 and 3 were with in limits. All other contacts were >10,000. The patient program consisted of using contacts 2 and 3. No changes were made to programming. The patient was advised to consult the healthcare provider (hcp). The issue is not resolved.

Event description:
Rep reported that they have possession of the ins, but did not return it with the leads because there were no allegations about the battery. The ins was only removed because it had two years of remaining battery life and the physician wanted to prevent an additional surgery to replace it when it reached eos.

Manufacturer narrative:
Continuation of d10: product ID: 977a275, serial# (B)(6), implanted: (B)(6) 2015, explanted: (B)(6) 2022, and product type: lead. Product ID: 977a275, serial# (B)(6), implanted: (B)(6) 2015, explanted: (B)(6) 2022, and product type: lead. Product ID: 97791, serial# unknown, and product type: accessory. Product ID: 97791, serial# unknown, and product type: accessory. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient recently presented to her physicians office with reports that she was not getting adequate relief from her spinal cord stimulator. This has been an ongoing issue for at approximately 2 years, but the patient reported that she was unable to come back to her pain physician sooner because she did not have health insurance at that time. No known precipitating factors reported. Patient last had x-rays in (B)(6) 2019 that showed leads were appropriately positioned in the cervical spine spanning c2-c6. Patient was taken to the or. The physician noted on x-ray imaging that the leads were appropriately placed in the cervical spine with no obvious fracture. Given that her battery had only approximately two years of battery life remaining, the physician opted to prophylactically replace the battery. He started by first testing the existing leads with the new batteries. The connections were good on both leads, but when an impedance check was completed and all contacts has impedances of 40,000. The physician then removed the new battery and proceeded to remove the existing 977a275 leads. He then was given two new 977a275 lead kits for replacement. Once the leads were appropriately placed at c2-c6, the leads were tunneled to the existing battery pocket. They were connected to the new battery. Connections were good and impedances were wnl. The issue was resolved. Post op programming was appropriate and providing adequate coverage.

Manufacturer narrative:
Continuation of d10: product ID 977a275 lot# serial# (B)(6), implanted: (B)(6) 2015, explanted: (B)(6) 2022, product type lead product ID 977a275 lot# serial# (B)(6), implanted: (B)(6) 2015, explanted: (B)(6) 2022, product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.